Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, the surgeon fired the sureform 60 stapler instrument with a green sureform 60 reload which "snagged and ripped" the target stomach tissue. The robotics coordinator reported that this event did not result in a patient injury and the surgeon used another reload to cut around the tissue that was "snagged and ripped." It is unknown if additional tissue than planned was excised. The procedure was completed robotically. Intuitive surgical, inc. (Isi) has attempted to obtain additional information. However, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the customer reported failure mode cannot be determined. Isi received the green sureform 60 reload involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported event. The reload was found to have the knife exposed within the knife track. The reload was found to have a firing failure based on in-house inspection but not during log review. Common causes of the an exposed reload component are typically attributed to the user (i.e. Firing across a staple line or other obstructions.). Additionally, the reload was found to have a lodged malformed staples stuck in the knife track at the distal tip of the reload, cartridge damage within the knife track, and blade damage. The root cause of these failures are typically attributed to the user. The reload was found to have pusher damage near the location of the exposed component. The root cause of this failure is attributed to component failure. A follow-up MDR will be submitted if additional information is obtained. The stapler logs for this event were reviewed by an isi failure analysis engineer (fae): the logs show sureform 60 stapler instrument (part #480460-09, lot #l12220830-0509) was installed 8 times and fired 8 reloads (all green). On the 2nd install, there was 1 incomplete clamp attempt failing at around 65% completion after a clamp hold time of 21 seconds. This was followed by an unclamping and 2 successful clamps prior to the firing which had around 7 pauses for compression. There were no additional incomplete clamps, nor any firing failures for this instrument. All other firings were completed, with fires 1, 3, and 6 having 1-2 pauses for compression each. There were no stapler related errors in the logs for this instrument. A system log review was performed for this procedure: no relevant errors were observed during this procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted sleeve gastrectomy procedure, the surgeon fired the sureform 60 stapler instrument with a green sureform 60 reload installed which "snagged and ripped" the target stomach tissue. The surgeon used another reload to cut around this tissue to resolve the event.